Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the differential shear valve was not moving properly because solenoid 126 was defective. The fse replaced the solenoid, which repaired the reported issue. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported the coulter lh 780 hematology analyzer was generating voteouts for differential results on patient samples. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.